Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report. This is the same patient/event as MFR # 2249697-2009-00310.

Event description:
It was reported that, "the arthroplasty was revised due to tibial, femoral loosening and extreme osteolysis behind the femoral component. The femoral and tibial components were revised. The components were implants in situ for 7.0y. The patient presented a ucla score of 5 three months prior to revision surgery and maximum ucla score of 9 since implantation." Reported devices were implanted in 2000 and explanted in 2007.